Event description:
Bruised on both breasts, top. I went into facility for routine mammogram, I have had mammogram's for many years to include spot compressions. This has never happened. I noticed the pressure on was extra ordinary. When I got into the dressing room, my breasts were beet red. The tech was really quick this time; not like before. The next day the beet redness was gone. I notice the last two days the pain on top would wake me up throbbing. Today I noticed symmetrica bruises, and yellowing. My chest hurts but especially on lying flat or on side. Never have I experienced this before. I had my husband take photos at 1 am, I decided to really examine why my chest hurts. I am disabled and have been at home since mammogram. I have not worn a bra. FDA safety report ID # (B)(4).